Event description:
The report stated that during an anastomosis the jaws of the ligasure atlas device could not be opened when it was closed on pt tissue. The report also stated that there was no bleeding as a result of this. Another device was used to complete the surgery.

Manufacturer narrative:
Date of initial report: december 12, 2007. The report stated that the incident sample will not be returned for evaluation. If additional information pertinent to the incident is obtained a follow-up will be submitted. Valleylab has found that turning the rotation wheel while the handle is fully closed can cause the jaws to lock shut. There is a notice in the instructions for use (IFU) that states, "do not turn the rotation wheel when the handle is latched. Product damage may occur. The jaws may lock in the closed position." Further, if the jaws are not cleaned as instructed in the IFU, eschar can buildup and cause the jaws to stick to the sealed tissue.